Manufacturer narrative:
The events of swelling and firmness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection in the "midface and prejowl sulcus" with juvederm voluma xc, the patient experienced "swelling and firmness" "about 2 weeks"after injection, bilaterally in the midface and on the left side only of the prejowl sulcus. The healthcare professional treated the patient with rocephin and dexamethasone injections one month after injection. A day later, the patient was prescribed keflex and a medrol dosepak orally. Symptoms resolved 6 days after oral treatment.